Event description:
On (B)(6) 2026 a PICC catheter was trimmed to the 10 cm mark, the appropriate size as patient was a micropremie. A soft, single lumen, brand vygon premicath, lot number 2310160, size 1 french catheter was inserted via a small needle introducer, successfully, on the 1st attempt into the patient. This was done following the IFU process. On (B)(6) 2026, the patient developed multiple bradycardic events requiring positive pressure ventilation with poor response. Despite ongoing chest compressions, multiple doses of epinephrine, and fluid boluses, the infant showed no meaningful response. Given the presence of a central line and the lack of response to resuscitative efforts, pericardia! Tamponade was suspected. An emergent pericardiocentesis was performed, yielding approximately 5 - 6 ml of blood-tinged fluid. Immediately following this drainage, the infants heart rate improved and return of spontaneous circulation was achieved. The PICC line was withdrawn by approximately 3 - 4 cm. Approximately 20 minutes after return of spontaneous circulation, while an echocardiogram was being performed at the bedside, the infant's heart rate again began to decline to below 100 beats per minute. The echocardiogram demonstrated reaccumulation of pericardia! Fluid. A second attempt at pericardiocentesis was performed under ultrasound guidance, yielding approximately 2 - 3 ml of blood. The infant received additional resuscitative measures including normal saline bolus, chest compressions, and another dose of epinephrine. Return of spontaneous circulation was again achieved shortly thereafter. The PICC line was removed, and it was noted that a portion of the guidewire remained within the catheter at the time of removal and was protruding from the distal end. This was originally reported as a voluntary report and they deemed necessary to do mandatory report to FDA. Able to identify definitive product concern (B)(6) 2026 after IFU was sent and we followed manufactures recommendations for placement. (B)(6) 2026 echocariogram results: echo-guided pericardiocentesis was performed. There was a large pericardial effusion initially which was evacuated. There was only trivial residual fluid anterior and rightward 90 minutes after evacuation.